Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, damaged battery compartment, and a damaged remote dose connector. Functional testing was unable to duplicate an unknown issue. The dso seal, lens, and remote dose connector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair for an unknown issue. The device evaluation revealed there a dso seal issue. There was unknown patient involvement.